Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 503 mg/dl at the time of the incident. The customer reported that she had to replace her reservoir as she was not getting any insulin. The customer reported that they noticed in the morning their blood glucose was high. She waited for 2 hours and checked again and it went high. The customer reported that they changed it out and their blood glucose was coming down. The customer reported that the infusion set and reservoir change resolved their issue. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.